Event description:
The lay-user/pt contacted lifescan alleging that his one touch ultrasmart meter was reading inaccurately high. The pt obtained a reading of "195 mg/dl" at 4:00 pm. The pt stated on this particular day, all his readings were higher than usual. On a typical day, he would expect to get readings between 90-122 mg/dl. He did not eat or drink anything out of the ordinary that day, after getting the "195 mg/dl" reading, the pt took as prescribed the following "humalog" insulin dosages using his insulin pump: 2.5 units (sliding-scale) and 6.0 units (pre-meal). It is unk what type of insulin pump was used. The pt confirmed that he had eaten his evening meal. At 7:20 pm, his wife noticed that he was sweating and had "blanked out." She immediately contacted the paramedics who tested his blood glucose at 7:30 pm and got a reading of "38 mg/dl" using an unspecified device. He was given dextrose intravenously. At the hospital, the pt recalled getting a reading of "130 mg/dl" at 10:30 pm on an unk device. It is not known if the pt received medical treatment at the hospital. He was discharged that night. When he got home around 11:00pm, he retested using his own meter and got "327 mg/dl. No changes were made to the pt's medication regimen as a result of the event. The customer care advocate(cca) verified that the pt had been testing his blood glucose correctly using his meter. The meter was coded properly at the time and test strips were in good condition. The cca walked the customer through a control solution test that passed. The meter, test strips, and control solution were replaced. Although the pt did not attempt to test with the reported device during the time of concern and the control solution test passed, this complaint is being reported due to the following reasons: the pt required medical treatment for hypoglycemia sometime after taking insulin.